Event description:
It was reported that the patient had a total hip done in 1996. The cup had worked itself loose, beading came off the back of the cup. The head came off the stem. Patient had in continuity in acetabulum. They placed a zimmer cup and cage into the acetabulum and the stem was left in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding shell loosening involving an unknown shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient had a total hip done in 1996. The cup had worked itself loose, beading came off the back of the cup. The head came off the stem. Patient had in continuity in acetabulum. They placed a zimmer cup and cage into the acetabulum and the stem was left in.